Event description:
The customer reported that there were communication failure error messages. This error resulted in the system intermittently failing to boot to a usable state. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.